Event description:
It was reported that the patient passed away. Although the outcome was not thought to be device or therapy related, a cause of death could not be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient expired on (B)(6) 2023. Although the cause of the patient¿s death was unknown, it was reported that the outcome was not device or therapy related. The device was not returned for evaluation. No further information could be provided by the customer. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate ii lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.